Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Child had an illness, a fever, and ketoacidosis, blood glucose level increased to 18 mmol/l. Parent alleged that insulin delivery was not accurate. Blood glucose level was decreased only using insulin pens. The pump can not be sent for investigation due to custom and legal issues in (B)(6).

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.